Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance (>2000 ohms) and increased capture threshold measurements. The physician elected to explant the rv lead to resolve the event. During the procedure, the physician also elected to prophylactically replace the rest of the system due to age. It was stated that the rv lead will not be returned for analysis. The patient was stable with no additional adverse patient effects.